Event description:
Pt was to receive lithotripsy via holmium laser. The laser malfunctioned during the procedure and the surgery was aborted prior to completion. The laser also malfunctioned on (B)(6) and was sent out for service. It had been used since its return to the facility and worked. The pt was rescheduled for (B)(6) and laser failed again. The pt will now need rescheduled a third time.